Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer just started using the insulin pump on (B)(6) 2017. It was also reported that the customer went to the emergency room on (B)(6) 2017, due to low blood glucose. The customer's blood glucose was 49 mg/dl at the time when they left to go to the hospitalization. The customer stated that, during the night, went from the kitchen to the bathroom and passed out. The customer was not wearing the insulin pump at the time of the hospitalization; they disconnected it at home prior to the hospital visit. Troubleshooting was performed. The customer stated that the last set/site change was on (B)(6) 2017. The customer stated that they had removed the reservoir and the battery out of the insulin pump, so the insulin pump programming could not be verified. A new battery was inserted, the date and the time were corrected and the bolus wizard was checked. The customer stated that they are not sure whether the insulin pump is over delivering or not, but the reservoir was completely empty at the time when they went to the hospital. The customer stated that they had done a complete set/site change, however according to the daily history, there were no indications of tubing fill or cannula fill; both showed 0.0 units. The customer stated that they do not remember whether those steps were done correctly or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2017.